Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient's husband called along with the patient and reported that, although not there when the patient initially primes her insulin infusion device, air bubbles have been appearing within 1-2 days after changing the insulin cartridge. She stated this has only occurred within the past 2-3 months. The patient stated she has had elevated blood glucose readings in the high 100-200 mg/dl range with her normal blood glucose being 80-150 mg/dl. She stated she has corrected her blood glucose by bolusing insulin through her infusion device. Troubleshooting discovered no product or user issues. On follow up, the patient's husband stated there are still air bubbles in the cartridge. He was advised to have the patient switch to her backup infusion device to see if air bubbles continued to form. On further follow up, the patient's husband stated they just put in a fresh cartridge and it does not have any air bubbles. He said they noticed they had not been placing the piston rod flatform flush with the bottom of the rubber stopper of the cartridge and thought this might be the cause of the air bubbles. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.